Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficulty to position was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction during advancement of the xience xpedition 3.5 x 38 mm stent delivery system (sds) over the balance middleweight hydro guide wire resulted in the noted sds wrinkled inner and outer member thus resulting in the reported difficult to position. Manipulation of the devices resulted in the noted guide wire damages (stretched/misaligned coils, bent shaping ribbon/core). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was greater than 50% stenosed. The xience xpedition 3.5 x 38 mm stent delivery system (sds) could not be fully advanced over the balance middleweight hydro guide wire due to locking up. Reportedly, the system (delivery system/guide wire) was removed from the anatomy with no resistance. The procedure was completed with a new stent delivery system and a new guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed oversizing of the guide wire due to coil overlap. The oversizing of the guide wire resulted in the inability of the stent delivery system to be removed from the guide wire during device testing.